Manufacturer narrative:
At this time of the report, there has been no parts or items related to this chair that has been returned to the manufacturer for evaluation.

Event description:
Reporter stated that the end user's mother was pushing her son in the kid kart in her neighborhood when the seat dislodged from the base and fell forward. End user's mother stated that her son's face hit the concrete and he sustained scrapes and bruises. End user's mother states that her son was taken to ER where a cat scan and x-rays were done.